Manufacturer narrative:
The returned sample is not related to the reported event. Root cause could not be identified. (B)(4).

Manufacturer narrative:
Sample has not been returned for evaluation. Reports of suction issues are patient and user related. (B)(4).

Event description:
A customer reported that a patient interface lost suction during a laser procedure. The procedure was 77% complete. The patient interface was exchanged and the procedure was completed with no harm to the patient.